Event description:
A pulsar-18 t3 self-expandable stent system was selected for treatment. The delivery system was positioned at lesion level, and the stent was ready to be released. The red button was pressed and the blue wheel rotated in order to release the stent, but it did not open, even though it was possible to see the braided shaft retracting thanks to the marker. Device was removed from the patient and another pulsar was successfully used in order to complete the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the retractable shaft has been retracted by about 206 mm. Scratches were observed at the distal end of the retractable shaft, both showing that the stent was present and eventually fully released. The stabilizer shaft is severely deformed at the transition to the handle lever, and the pull-wire has detached from the retractable shaft. These findings indicate that the rotating wheel was continuously turned after the stent had been fully deployed which is warned against in the IFU. Review of the production documentation confirmed that the device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. During final inspection a 100 percent visual control of the stent area is performed. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It remains unknown why the (release of the) stent could not be seen in the angiogram.